Event description:
Reporter alleged there was a missing test strip icon on her aviva meter display when calling into the domestic manufacturer due to receiving an error message. Reporter stated she was not aware of the missing icon prior to calling the manufacturer. No actions were reportedly taken or treatment was received. A request was made for the return of the suspect product and replacement product was sent.